Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument jaws could not be opened and closed, and the hinge at the time of opening and closing fell off. The procedure was completing as planned with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not gripping tissue when the issue occurred. The instrument could be removed through the cannula, but some misalignment required correction using the right-hand instrument; it was not removed together with the cannula, and no new port incision was needed. No missing fragments were observed, and no fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: one of the grip tangs is dislodged, which likely affected the jaws opening and closing. From the image, it doesn¿t look like there is any missing fragments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however the grips did not open or close while being stuck in the closed position. Additional observation(s): the conductor wires were found to have shifted from their original positions, resulting in a motion issue. It was observed that a conductor wire was lodged beneath the grip tang, preventing the grip tang from opening.

Event description:
Refer to h11 for follow-up information.